Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl and 225 mg/dl. It was reported that the sensor died. The customer declined troubleshooting for blood glucose. The insulin pump will be returned for analysis.